Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The fluidics module was replaced for diagnostic purposes. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported failure of the fluidics module during a cataract with intraocular lens implant procedure, causing surge of the posterior capsule with posterior capsular rupture. The case was able to be completed with the same system and cassette. Additional information has been requested.